Manufacturer narrative:
(B)(4). Pump received with blank display due to cracked lcd glass. Unable to perform any tests due to blank display. Pump received with end cap broken off, detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack and smashed to pieces. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.